Event description:
The customer reported that the dash 3000 volume sound was different. While investigating at the depot repair, the device had no issues with sound, however, after the technician disassembled and reassembled the device, it was found to have no sound. This issue was corrected by replacing the recorder flex cable. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.